Event description:
A physician reports performing cataract surgery with implantation of the crystalens. A blemish was noted on the iol surface. Postoperatively, the patient complained of a superior-temporal blur zone. The patient's best corrected vision was not seriously impacted, but the patient's vision was not a "crisp 20/20". The lens was explanted and replaced with a new crystalens and vision improved.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.